Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were low speeds/pump stops due to driveline disconnect on (B)(6) 2021. Multiple low voltages alarmed due to mobile power unit (mpu) power being disrupted and controller had to operate on backup battery power. Related manufacturer report number #2916596-2021-02310.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 49 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The fixed speed was set to 9200 rpm and the low speed limit (lsl) was set to 8800 rpm. The log file captured no external power alarms on (B)(6) 2021 at 08:48:27, (B)(6) 2021 from 10:13:24 to 10:13:25, and (B)(6) 2021 from 20:47:55 to 20:47:56 due to losses of external power while connected to the mpu. The alarms resolved each time when external power to the mpu was restored. The system controller backup battery supported the system during all losses of power without any issues. The alarms did not affect the controllers ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the ac power cord became loose at the wall outlet or from the back of the unit, and if there were an environmental circumstances that would have affected ac power at the time of the events); however, no response was received. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis no further information was provided. The manufacturer is closing the file on this event.